Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was currently admitted to their ER (emergency room) with symptoms similar to being over-medicated. Just last week, the patient had a normal refill with no issues. The patient¿s husband reported that today ((B)(6) 2018) the patient was sitting on the couch and everything seemed fine and then the patient started nodding off. The patient¿s husband brought her to the ER and they had given her narcan which brought her back; however, she was having pain now. About 4 minutes after the first dose of narcan, the patient started to have symptoms of overdose again so they gave her narcan again. The hcp was calling to find out further information about the pump and to see if they could temporarily stop the pump without a clinician programmer. The hcp planned to stall the pump with a cardiac magnet and then contact the patient¿s pump managing physician and possibly page a local representative to check on the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who was calling to review the pump logs. Per the hcp ,other than the motor stall when the patient was in the ER (emergency room) the logs were normal. They had placed a magnet over the pump to temporarily stop it from infusing. Per the hcp, they were going to reprogram the pump now. The pump was currently delivering morphine (2 mg/ml at 0.5 mg/day). No further complications have been reported as a result of this event.